Event description:
The wife of a (B)(6) male pt called zoll customer support to report that wires were exposed on the pt's electrode belt. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) was confirmed. Upon investigation the cable connecting the distribution node (dn) to rear therapy electrodes and the dn to the front therapy electrode were ripped from the distribution node. The root cause for the damaged cables was physical abuse. No adverse event resulted from the damaged cables. The pt received a replacement electrode belt.